Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were failed. A field service engineer replaced the latch on door 6 as well as on 5 and 7 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower awh imc2 doors continued to fail. When an rn attempted to remove a medication, the door opened but then times out, no longer displayed the patient or medication information. The system appeared to register the door as closed, interrupting the transaction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.